Event description:
It was reported by the customer that bd pyxis¿ medbank tower drawer did not open. The customer noted when trying to issue medication drawer did not open, so nurse went to cabinet 02 from 01 but stated that it was a black screen and would not operate. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user tried to issue medication, however drawer did not open. A field service engineer observed drawer 12 was not opening, then tested all of drawers with customer service specialist and found cubie was not properly seated in drawer 12, so removed cubie and gave it to customer, then successfully tested all drawers and multiple cubies to confirm, also customer tested and verified to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.